Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed with hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included red blotches. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), feeling abnormal ("brain fog"), dizziness ("occasional dizzy spells"), memory impairment ("memory issue") and rash macular ("little red dots"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, headache, feeling abnormal, dizziness, memory impairment and rash macular outcome was unknown. The reporter considered dizziness, feeling abnormal, headache, medical device removal, memory impairment and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed with hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included red blotches. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), feeling abnormal ("brain fog"), dizziness ("occasional dizzy spells"), memory impairment ("memory issue") and rash macular ("little red dots"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache, feeling abnormal, dizziness, memory impairment and rash macular outcome was unknown. The reporter considered dizziness, feeling abnormal, headache, medical device removal, memory impairment and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New events headaches, brain fog, occasional dizzy spells, memory issue, little red dots that appeared on upper arm right after essure that got worse after I got my hsg and they spread all the way down on arms were added. Concurrent condition little red dots that appeared on upper arm was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed with hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.